Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) had a patient show up in his clinic with a disassociated pinnacle liner. This patient had to undergo a revision surgery where both the original cup and liner were revised (revision was done on (B)(6) 2022). This patient is an active male, and had his original surgery 6 months prior (I do not have the actual date). The dissociation occurred 6 months post-op, where prior to this incident he was doing excellent and back to daily living. The original surgery was done using a 100 series cup and a 36x56 neutral liner. The surgeon does a very thorough job at examining his liners intra-op, and was not pleased with this complication. This is all the information I have. Did the patient experience a post-op device malfunction? Yes. If yes, please describe. Please see event description.: patient needed to be admitted for revision surgery. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No. Did the patient require revision surgery or hardware removal? Unknown. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Yes, revision surgery. Patient status/ outcome / consequences: patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Revision. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. If yes, describe: please reference event description. Is the patient part of a clinical study: unknown. Ip-01468149: device property of: none; device in possession of: none. Ip-01468150: device property of: none; device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.:true.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and the allegation can be confirmed. Based on the attached photographs there is evidence to confirm the disassociation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.